Event description:
The manufacturer received information alleging a trilogy evo, USA device has a screen glitch flash with lines on screen. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, USA device at a third-party service center, the customer's complaint was confirmed. The device's display was replaced due to failure. Additionally, the device's particulate filter, blower bellows seal, blower mount, muffler assembly, tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing flow o2 were replaced due to contamination. The device's front panel, internal battery door, rear cover, base assembly, main housing, inlet side panel, outlet side panel, dual limb cup, handle, fio2 receptacle, and vanity cover have been replaced due to physical cosmetic damage. The machine flow sensor is clogged with lint and is replaced. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.